Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator failed troubleshooting final test for non-conformance with the measured tidal volume and flow test 3. Bench testing revealed a malfunctioning turbine is creating the test non-conformance.

Event description:
It was reported to vyaire medical that the ventilator has a low pressure output. There was no report of any patient involvement associated with this reported event.